Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2018 - device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a review of the black box showed no evidence of a sudden drop in voltage to indicate overheating. The pump powered up with the returned battery cap to a call service alarm. Unrelated to the original complaint, the display was dim and discolored. Additionally, the battery cap was unable to fully tighten to the pump. The battery compartment was cracked from the thread area to the case seal. The battery compartment threads were damaged. There was no evidence of moisture contamination inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018. Alleging a temperature issue with no physical damage to the pump. Troubleshooting of the device was not possible at the time the issue was reported. There is no indication the alleged product issue caused or contributed to an adverse event. Animas customer support made several attempts to contact the report for additional information; however, the reporter did not respond. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.